Event description:
Country of complaint: (B)(6). Breakage of the neck of hip prosthesis (right side). Revision included change of total hip prosthesis.

Manufacturer narrative:
PMA/510(k): k081973. Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: waiting for product return from user facility.